Manufacturer narrative:
Concomitant product: 4196 lead, implanted: (B)(6) 2011; dtba1d1 ICD implanted: (B)(6) 2015.

Event description:
It was reported that the patient head a device alert and went to the clinic. The device was interrogated and the patient's right ventricular (rv) lead had high thresholds, high impedance, oversensing, and noise. A fluoroscopy was performed and it was confirmed the lead fractured. The lead was programmed off and later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.